Manufacturer narrative:
H3: product analysis #(B)(4):6440530 lot# 0931066w optical and microscopic examination of the set screw returned for analysis identified that the threads are damaged. This is consistent with misalignment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the multiple sources (distributor, health care provider) via a manufacturer representative regarding a device used for spinal therapy. It was reported that during the surgery, while tightening the internal locking set screw, the screw threads were stripped. The set screw remained unbroken, ensuring that the applied force was still within the permissible range. There were no patient symptoms reported. There were no further complications reported regarding the event. Additional information received from manufacturer representative that the pre-operative diagnosis for the patient was l1 vertebral fracture. The doctor recommended surgery for spinal body fixation from t12 to l2 and using voyager system.

Manufacturer narrative:
E1- initial reporter details are unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.